Event description:
During a venous sampling case, the md requested a microcatheter with preloaded wire. While attempting to flush and advance the wire through the microcatheter, the wire could not be advanced beyond the tip of the catheter, or removed from the catheter. The catheter was removed from service, and a replacement one was opened with no harm to the patient.